Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged belt receptacle) was confirmed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires and the j1001 connector. The root cause of the damaged receptacle, wires, and connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was damaged at the belt receptacle.